Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had less than six months then gas gauge popped up to two and a half years. Boston scientific technical services (ts) asked if the patient had atrial fibrillation and wondered if there was erroneous gas gauge measurement. Ts then advised to follow patient as if it has less than five months. Additional information received indicating that this pacemaker battery was continuously monitored as it was near elective replacement indicator (eri). This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacemaker, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Further, the device was rpt tested and passed all electrical tests. In conclusion, the interpretation of device behavior indicates performance anomaly was not confirmed.

Event description:
Additional information received indicating that this pacemaker was explanted. No additional adverse patient effects were reported.